Event description:
A surgical technician reported that the vitrector did not cut and that the equipment did not detect the error prior to beginning the procedure. Following a 20 min delay, the surgeon used manual scissors to cut the vitreous and complete the case. The pt had to be scheduled for a second surgery because the intraocular lens (iol) needed was not available. Add'l info was requested.

Manufacturer narrative:
The company rep examined the vitrectomy probe and found that the vitrectomy probe was visually in excellent condition with no bumps or abuse. The probe was tested with three different tips and none of them worked. During this testing, the system does not display any error messages and does not recognize the vitrectomy probe. The company rep reported that the system is fine. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely root cause of the reported event is a nonconforming vitrectomy probe. (B)(4).